Event description:
Attorney reported: 2003 -the patient underwent a hernia repair procedure with implant of a composix kugel mesh. Following the surgery, the patient began experiencing chronic severe abdominal pain and a general feeling of not being well. In 007 - with progressively worsening symptoms, the patient underwent surgery to address what was causing her ongoing symptoms. Her surgeon discovered that the previously placed composix kugel mesh was severely adhered to her small bowel. The surgeon had to dissect the mesh away from the small bowel, and the separation resulted in a large enterotomy which required in a small bowel resection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.